Event description:
On 07/13/2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 5pm on (B)(6) 2017. At this time the patient obtained a blood glucose result of ¿176 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes by self-adjusting their insulin dosage and took their normal dosage of insulin based on this result on the subject meter. The patient reported that 5 minutes later they developed the symptoms of ¿sweaty and disoriented¿. The patient did not require any form of treatment as a result of these symptoms, however. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.